Manufacturer narrative:
This report is being filed to provide additional information. .additional investigation: during customer follow-up, the physician stated that the cause of death was determined to be natural death due to end stage chronic myelomonocytic leukemia progression. The physician also stated that the death was not caused by a malfunction of the spectra optia system. The cause of death was determined by a consultant anaesthetist, based on clinical and laboratory examination results. An autopsy was not performed. Per terumo bct's medical review, the device did not cause or contribute to this incident.

Manufacturer narrative:
Lot number, manufacture date, and expiry are not available at this time. Investigation is in process. A follow-up report will be provided.

Event description:
The customer reported that a white blood cell depletion (wbcd) procedure was being performed on a patient in ICU. Approximately 2 hours post procedure, the patient was given anesthesia with breathing support in the ICU unit. The customer stated that the patient's condition was very serious and they tried to implement therapy, however, the patient expired. The customer is not alleging any problem with the optia machine or the wbcd set. Patient information is not available at this time. The wbcd set is not available for return because it was discarded by the customer.

Manufacturer narrative:
This report is being filed to provide additional information in describe event or problem, evaluation codes, and additional MFR narrative. Investigation: a review of the device history record (DHR) for this unit showed no irregularities during manufacturing that were relevant to this issue. Root cause: no definitive root cause could be identified from the log associated with this procedure. Review of the rdf associated with this complaint does not indicate any issues or suspicious alarms during the procedure to suggest that the device was not functioning properly. Based on physician's response, the root cause for the patient's death was due to their disease state of end stage chronic myelomonocytic leukemia progression.

Event description:
Due to EU personal data protection laws, the patient information is not available from the customer. Patient gender and weight were obtained from the run data file (rdf).

Manufacturer narrative:
This report is being filed to provide corrected information and additional information. Investigation: follow up information provided by the physician stated that the cause of death was determined to be natural death due to end stage chronic myelomonocytic leukemia progression, based on clinical and laboratory examinations results. Autopsy was not performed and therefore is not available. The physician also stated that the death was not caused by a malfunction of the spectra optia system. The run data file (rdf) was analyzed for this event. Based on the rdf analysis,the spectra optia system operated as intended. No definitive root cause for the reported adverse event could be identified from the rdf associated with this procedure. Review of the rdf does not indicate any issues or suspicious alarms during the procedure to suggest that the device was not functioning properly. The alarms that were generated during this procedure are all alarms that commonly occur during depletion procedures. At the time the run was ended, the patient¿s fluid balance was still within the volume limit at 89%. Investigation is in process. A follow-up report will be provided.